Event description:
The following was reported to davol by the patient's attorney. It is alleged that the patient was implanted with multiple mesh devices with the first being a polypropylene prolene hernia mesh "soft" system (non bard/davol mesh) implanted (B)(6) 2011. The patient presented with a hernia recurrence and on (B)(6) 2012 a "ventralex ventrio" system (bard/davol mesh) was implanted to repair this hernia. During the procedure, multiple defects were discovered with the previously placed mesh and it had, "torn away from the fascia leaving a 2cm x 2cm product defect." After the procedure the patient continued to have problems. If is alleged that during physician appointments to deal with his severe, debilitating, on going symptoms, the patient was informed that the cause of his injury wa that the surgeon caused the injury by damaging nerves, causing nerve entrapment, and most significantly, permanently damaged nerve root complexes at t6 through t9 with the instrumentation used during the procedure. The attorney alleges that due to the products alleged defects, the patient suffered severe and permanent bodily injuries, physical pain and suffering.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Without a lot number, a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.